Event description:
Complaint states that when the pt was transferred, the mast detached from the mast foot attached to the base. No injury alleged.

Manufacturer narrative:
Supplementary report will be submitted when the lift is returned for an eval.